Event description:
It was rpeorted by the customer that during a laparoscopic cholecystectomy the device produced scissored clips, which cut the cystic duct. This event required the placement of clip more proximal on the cystic duct/common duct junction. There was no consequence to the pt.